Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 06/09/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that twenty unopened samples of product coder j493 were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed, and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number pkz815 / j493h50, and no non-conformances related to the reported complaint condition were identified. Note: events reported in 2210968-2021-03975, 2210968-2021-03972. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: could you please confirm if 3 devices were involved during this single procedure (foot procedure) being reported? Yes, all 3 devices were used in the same procedure. Were the 3 devices from the same lot? Yes, all 3 devices were from the same lot. Was the procedure completed successfully? Yes. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Approximately 20 sterile samples returning and should be in route by (B)(6) 2021.

Event description:
It was reported that a patient underwent a foot procedure on (B)(6) 2021 and suture was used. During the procedure, three sutures broke. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.